Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose level was 547 mg/dl at the time of the incident. The customer¿s other blood glucose values were reported to be in the range of 300 mg/dl to 400 mg/dl. The customer mentioned that were using the insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege the insulin pump was under delivering. The insulin pump will not be returned for analysis.